Manufacturer narrative:
Investigation summary: no samples or photos were provided for evaluation, therefore root cause could not be determined. However, this type of failure would have been caused by an issue at the fill machine. The fill machine has a sensor that should help mitigate this failure. Additionally, there is a sensor at the packaging flow wrapper. Challenging the sensor at the flow wrapper has been increased to twice per shift. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 8145615 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: this type of failure would have been caused by an issue at the fill machine. The fill machine has a sensor that should help mitigate this failure. Additionally, there is a sensor at the packaging flow wrapper. Challenging the sensor at the flow wrapper has been increased to twice per shift.

Event description:
It has been reported that one bd posiflush¿ normal saline syringe has been found missing the tip cap during use. The following has been provided by the initial reporter: on (B)(6) 2019, a flush was used to seal the tube after infusion to the patient, and the tip cap was found to be missing. After that, a new one was replaced and used again in time.